Manufacturer narrative:
Since the returned device was destroyed, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. Since there was no information of est1810f, we couldn't confirm device history records of est1810f. There is no patient's info, and since it is difficult to reconstruct the situation at that time in the lab and limited info, it is hard to find out exact root cause for this complaint. And we will continue the complaints to be monitored for same case.

Event description:
Physician placed in patient and went to deploy and stent only came out of sheath a little and felt very tight. The blue sheath let loose from the handle, removed non-deployed stent and then deployed an 18 x 20 est1812f with not issues. Est1815f - (B)(4). Est1810f - no information.